Manufacturer narrative:
Initial reporter telephone number: (B)(6). Device evaluation: product testing could not be performed since the product was not returned for evaluation as it was discarded. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of the intraocular lens (iol) snapped/ crimped upon insertion into patient's operative eye. The cartridge tip made contact with the eye. The lens was inserted and removed during the same procedure. The original lens was discarded. No other information was provided.